Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a clearlink continu-flo solution set. The customer further clarified that the lines are not ¿clearing completely¿ when they hung a gravity infusion expecting the infusion to go in over 6-10 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.